Event description:
It was reported that during a pulse generator replacement procedure, threshold testing revealed loss of capture on the atrial lead. Atrial pacing was programmed off. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.